Event description:
A medtronic representative reported before a case today, when booting the system, there was "no input detected" on the monitor. The system never went past the "no input detected" message. A hard re-boot was performed, after which the system came up, and the patient exam could be loaded. When the patient came into the room they registered successfully, but after proceeding to the navigate task the mouse became unresponsive. It was also reported that the system would unexpectedly shut down. After leaving the system on for an extended period the mouse became non functional and the software unexpectedly exits. There was no reported impact on the patient outcome and the surgery was completed with navigation.

Manufacturer narrative:
Patient information has been requested, but not received. A replacement computer and mouse were sent to the site for issue resolution. On (B)(6)2015 a medtronic representative went to the site and replaced the computer, checked accuracy with a model, and made sure all cables were seated correctly in the system. After repairs the system passed all software, hardware and instrument testing. No fault found. System performed properly.

Manufacturer narrative:
Patient age, sex, and weight provided. Patient ID could not be provided. This was a fess (functional endoscopic sinus surgery) procedure. There was no delay as the system was rebooted prior to the patient being brought into the room. The surgery was successfully completed utilizing the navigation system without issue. Suspect computer was received for analysis: initial power on successful to login screen. The reported issue of power cycling can be caused by intermittent connection of one or more ram cards. Suspect this was the case on site and after return shipping the intermittent condition is currently not occurring. Ram and hdd test report no errors.